Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review showed power on reset events on (B)(4) 2013. The time and date was not accurately set at start of investigation. The pump was booted with audio, vibration and a blank screen. The pump rewind, load, and prime steps could not be performed due to the blank screen. The pump was removed from the case and a cracked display screen was observed. The cracked screen was removed and replaced with a new test screen and functioned normally. The pump could not be exercised for 24 hours. A visual inspection of the battery cap revealed stripped threads, with no "yellow o-ring". The battery cap was unable to be tightened onto the battery compartment. A power loss was duplicated due to the cap detaching and a battery compartment crack. Further testing was prohibited due to the blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked and blank display screen, a cracked battery compartment and stripped battery cap threads. This report is made based on results of investigation completed on (B)(4) 2013.